Event description:
It was reported to baxter argentina that a flogard infusion pump "is not working (alarm not specified)." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "is not working (alarm not specified)" was confirmed during device evaluation as an f-63 alarm. The root cause was not able to be identified. This device is a stay-in unit, therefore, no repairs have been made.